Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was at approximately 2.50 volts. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the pulse generator could not be interrogated. The device was displaying a beginning-of-life (bol) magnet rate on the ECG. The approximate battery voltage was at 2.72 v from the magnet rate. A download was attempted, but was unsuccessful. The device was replaced.